Event description:
Boston scientific received information that during a routine follow up this device and right ventricular (rv) lead (model and serial number are unknown at this time) revealed a rise in pacing impedances greater than 2,000 ohms and a loss of capture was observed. A review of an x-ray revealed no lead abnormalities, however, the physician noted that there appeared to be strange structures near the lead on the x-ray. A connection issue was suspected. Also a review of an electrogram (egm) revealed that the patient had their own underlying intrinsic rhythm. The physician elected to perform a revision procedure due to the suspected connection issue. The outcome of the revision is unknown at this time and to date the device and lead remain in service. No adverse patient effects were reported. Approximately one week later, on (B)(6) 2012, a revision procedure was performed due to a suspected connection issue. During the procedure the right ventricular (rv) lead was found to be a competitor lead ((B)(4)) and was check with a pacing system analyzer (psa). The pacing impedances were found to be between 2800 and 2900 ohms. The device was exchanged and explanted while the competitor rv lead was isolated and a new right atrial (ra) lead implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up this device and right ventricular (rv) lead (model and serial number are unknown at this time) revealed a rise in pacing impedances greater than 2,000 ohms and a loss of capture was observed. A review of an x-ray revealed no lead abnormalities, however, the physician noted that there appeared to be strange structures near the lead on the x-ray. A connection issue was suspected. Also a review of an electrogram (egm) revealed that the patient had their own underlying intrinsic rhythm. The physician elected to perform a revision procedure due to the suspected connection issue. The outcome of the revision is unknown at this time and to date the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned competitor lead and device was not returned to boston scientific therefore, the clinical observations could not be confirmed. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
At this time the device and lead remain in service. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.